Event description:
It was reported that during a hemorrhoid procedure that the device would not cut and partially stapled. There was no adverse pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.